Event description:
Patients double lumen broviac line located on his left chest wall, when flushed, (to prepare for administration of chemotherapy) broke. Fluid began leaking above the bifurcation point when flushed. The line was not leaking while IV fluids were infusing moments prior. Line was not flushed with excessive force or pulled to create a weakened spot. The line was then immediately held closed, stat locks and sterile gauze applied over the hole and line held closed with the stat-lock. No leaking present after that. Physician notified, physician then notified the surgical team. Patient will have broviac line removed tomorrow and have a pac put in place. This is the 3rd time this has happened to this patients line. The product was not retained.